Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photographic evidence or physical samples were submitted for the investigation concerning the reported issue. A thorough review of the history of connector c35-o lot 2208503 was performed, revealing no deviations or non-conformities associated with the alleged defect. Three retained samples were received for additional assessment, and functional testing indicated that none of the reported defects could be replicated. A functional test was carried out to evaluate leakage between the connections. The connectors were connected to the injectors, and a syringe filled with liquid was attached to the injector's hub. A spinal needle was then secured to the luer lock thread of the connector, which was sealed with a stopper. Manual pressure was applied to the stem to check for any leakage at the connections. The results were satisfactory, as no leakage was observed between the hub and the syringe, the connector and the injector, or the connector and the needle. The stopper on the needle was subsequently removed to verify that the liquid flowed through all components without any issues. The product is subjected to inspections at various stages of the manufacturing process to ensure its quality and functionality. Based on the current information, we are unable to determine a root cause related to the manufacturing process. Our quality team will continue to monitor complaints regarding this device and the reported condition for any potential emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials#: 515070. Batch#: 2208503. It was reported by the customer that patient's 5-fu chemotherapy being infused via cadd pump disconnected at home. The phaseal optima connector separated from the bd maxplus needleless connector creating a disruption in the patient's infusion and a chemo spill. Patient in outpatient infusion area was receiving doxorubicin. The phaseal connector dislodged from the IV set attached to the plum pump. A spill occurred due to the injector and connector being engaged but separated from the luer lock connection on the tubing. Verbatim: rcc received a complaint via email. Email(s) attached. Patient's 5-fu chemotherapy being infused via cadd pump disconnected at home. The phaseal optima connector separated from the bd maxplus needleless connector creating a disruption in the patient's infusion and a chemo spill. Patient in outpatient infusion area was receiving doxorubicin. The phaseal connector dislodged from the IV set attached to the plum pump. A spill occurred due to the injector and connector being engaged but separated from the luer lock connection on the tubing. Catalog #: 515070. Lot #: 2208503.